Event description:
It was reported that the right ventricular (rv) lead was picking up noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A distal portion of the lead was returned. Analysis found the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).